Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, audio anomaly and frozen display. The customer¿s blood glucose level was above 300 mg/dl. The customer reported that the high pitched beep, and the screen was frozen. The customer reported that the buttons weren't working. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm or audio anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen screen anomaly due to buttons not responding.